Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR #'s: 1225714-2013-01262, 01263, 01265.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010, after the use of the product.